Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to be within specification during testing. The device was tested for proper downstream occlusion detection and was able to appropriately detect a downstream occlusion. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test at 21.16 and 19.50 psi (pounds per square inch) at medium threshold. The problem happened during testing in the biomed service department. There was no patient involvement. No additional information is available.